Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received an pump error alarm three times on the insulin pump. The customer's blood glucose was 96 mg/dl. Customer was advised of the alarm and was assisted with clearing the alarm. The customer also reported the insulin pump passed a displacement test. The customer also reported a failed battery test alarm occurring during a self-test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms noted. However, a pump error 130 found at the formatted history file. The motor may have had an intermittent failure that was not detected during visual inspection. The insulin pump was received with minor scratched lcd window and case.